Manufacturer narrative:
Product event summary: analysis could not confirm a sensing issue. It was found that the printed circuit board (pcb) was contaminated, and the red wire on the liquid crystal display (lcd) was pinched but not compromised.

Event description:
It was reported that the external pulse generator (epg) failed to sense. The epg has been returned for service. No patient complications have been reported as a result of this event.